Event description:
It was reported that the device had an auto reset. No intervention or reprogramming was performed. After the reset, the device restored to the programmed settings. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.